Event description:
It was reported the procedure was to treat in-stent thrombosis of a stent in the left anterior descending (lad) artery. During removal of the bmw universal guide wire, it caught on the previously implanted stent and the tip separated. The distal end was anchored to the diagonal, and the proximal end anchored with the stent from the previous procedure in the common trunk, with the proximal segment free floating in aorta. The patient remained hospitalized for observation. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported material separation was confirmed. The reported difficult to remove was not able to be replicated in a testing environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties and treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficulty removing the guide wire include, but are not limited to challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, it was reported that the guide wire was caught on the previously implanted stent and the tip separated which likely led to the observed damages to the guide wire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B3 - date of event updated from (B)(6) 2026 to (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat in-stent thrombosis of a stent in the left anterior descending (lad) artery. During removal of the bmw universal guide wire, it caught on the previously implanted stent and the tip separated. The distal end was anchored to the diagonal, and the proximal end anchored with the stent from the previous procedure in the common trunk, with the proximal segment free floating in aorta. The patient remained hospitalized for observation. No additional information was provided.